Event description:
The clinic reported that a laser vision correction patient presented at a post op exam following laser vision surgery with an undercorrected treatment in each eye. At two weeks the patient's uncorrected visual acuity is 20/30 in each eye and the patient reports having double vision. The patient's pre op best corrected visual acuity was 20/15 in each eye.

Manufacturer narrative:
(B)(4): undercorrected vision. An amo field service engineer performed a complete comprehensive check of the system at the customer's location. All functions were found to within the specification and no issues were found with the system. All pertinent information available to amo has been submitted.